Event description:
The account alleges that the brakes will not hold when the bed's hi/low is raised up half way or higher. Because of the type of care required, many patients are not able to get out of bed when it is at its low position, therefore, it is necessary to raise the bed halfway or higher to assist the patient in getting out of the bed.

Manufacturer narrative:
The technician determined that if the washers are removed from the foot end of the casters, it will allow more friction to be applied to the brake pads, hence, allowing the brakes to hold when the bed hi/low is raised. The account is conducting a series of tests with this scenario to determine the best long-term solution. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.